Event description:
The facility reported a fail code 703 during biomed testing. Details were not available regarding contact information, patient demographics, medication involved, or pump programming. The hospital representative state that there have been no reports of any patient incident involving this pump since the last baxter service event.